Manufacturer narrative:
Hardware analysis confirmed the reported issue. Both side tabs had been broken off at the tip which left the tracker unable to retain an inserted instruments. With markers attached and fully seated, the instrument tracker displayed good geometry and divot error readings with normal tracking. The issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the grey instrument tracker was damaged. There was no patient present when this issue was identified.